Event description:
It was reported that the customer's insulin pump was not adding up the correction bolus correctly. He reported that he has been experiencing high blood glucose levels. When the customer tried to correct his blood glucose levels from being high to normal, zero amounts of insulin were taken for his bolus. The customer also reported his blood glucose level to be 166 mg/dl. Troubleshooting could not be completed at the time of the call. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.